Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported high and low readings issues with the freestyle libre 2 sensor. The customer additionally reported intermittent scan errors. The customer reported a high glucose alarm with scan of 265 mg/dl, compared to capillary meter result of 365 mg/dl. The customer self-treated with insulin, then reported that a few hours later, the low glucose alarm triggered with scan of 55 mg/dl compared to capillary meter result of 103 mg/dl. The customer additionally reported a scan reading of 145 mg/dl compared to capillary result of 74 mg/dl, which she stated caused hypoglycemic event. However, there was no report of emergent third-party treatment. Based on the information provided, there was no report of serious injury associated with this event.